Manufacturer narrative:
(B)(4). Final analysis found a defective component anomaly which resulted in a high current drain. (B)(40.

Event description:
It was reported that the patient presented via merlin.net. The pulse generator exhibited premature battery depletion and several automatic mode switch episodes caused by oversensing. The device was explanted and replaced. The patient's condition was stable post procedure.